Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event found during evaluation of (B)(4). The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the discovered issue. No abnormalities were identified during internal/external inspections. Temperature confirmation testing was performed and the device passed. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed volumetric accuracy confirmation testing. During pneumatic system testing a weak compressor was found. The cause of the reported issue was due to deteriorated piston foam and a weak compressor. The piston foam and compressor were scrapped. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. No patient involved. No additional information is available.